Manufacturer narrative:
Device function properly during rewind and basic occlusion, occlusion, prime/compromised force sensor system, the excessive no delivery and displacement test. Insulin pump received with crack on reservoir tube lip, crack battery tube threads and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that she had high blood glucose for the past 6 weeks. Customer's blood glucose was 457 mg/dl. Dome label was missing. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.